Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, battery tube threads, and minor scratched display window. Insulin pump was received with blank display due to missing battery tube spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.